Manufacturer narrative:
Major bleed: the cause of the injury was not determined due to insufficient clinical details. Fluid leak -red or blue handle/plug: the cause of fluid leak cannot be determined since no product returned and insufficient clinical details provided. Correction has been updated in d1 (brand name). Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Multi-pump case: pump 1 cp - (B)(4). Pump 2 5.5 - (B)(4).

Event description:
The patient is a 61-year-old male with a history of peripheral artery disease and peripheral venous disease, presenting for an electrophysiology/ablation procedure. He required respiratory support prior to impella cp placement and subsequently received extracorporeal membrane oxygenation one day after impella cp insertion. Due to ongoing hemodynamic needs, he was escalated to an impella 5.5 to facilitate extracorporeal membrane oxygenation weaning and provide bridging support to either left ventricular assist device placement or myocardial recovery. Following removal of the impella cp, after one day, the insertion site demonstrated a thrombotic occlusion, necessitating open surgical repair. Heparin had been discontinued prior to device weaning which can contribute to thrombus formation. The delivery of the impella 5.5 pump through right axillary/subclavian artery was noted to be difficult because of preexisting vascular disease (excessive force was applied and resistance was felt by crossing the aortic valve). On day 17 after impella 5.5 insertion, bleeding was observed from the red impella plug. The device was successfully weaned, and the patient survived.